Event description:
It was reported that the customer's insulin pump was impossible to stop the piston during prime. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime as a result of a loose drive support disk.